Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, there were episodes of undersensing noted on the device. Technical support was contacted, and suggested the undersensing may be due to a loss of contact of the device electrodes and the patient tissue. No intervention was performed and the patient was stable and continue to be monitored.